Event description:
It was reported that during an unknown procedure, the electrode of the shaft broke off during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the electrode bent but not detached, the shaft sheath was damaged at the instrument tip and the shaft was bent. The instrument was tested for continuity and passed all testing. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. No conclusion could be reached as to how this issue occurred.